Event description:
A nurse reported that an intraocular lens (iol) was not implanted because the haptic went through the posterior capsule. In a follow up, the nurse reported that the lens was removed and replaced with a different model lens in the sulcus. The surgeon does not feel the iol caused or contributed to the event. The event continues and the patient's vision has improved following the implant procedure. The surgeon indicated the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated the account used an unapproved cartridge. Not enough information was provided to conduct a review of the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).